Event description:
It was reported that the right ventricular (rv) lead had fractured. The device interrogation showed there was no capture or sensing, and an undetermined impedance value measured in the rv lead. It was further reported that the patient experienced dizziness. The lead was capped and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.